Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the lead was found to be dislodged. During the procedure, the helix could not be screwed in when it was repositioned. The lead was explanted and replaced. The patient was stable before, during and after the procedure.